Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A customer device was previously returned to pentax medical from a customer on 30/oct/2017 and inspection of the unit was performed on 31/oct/2017 where the quality control inspector found the following: leak at biopsy channel (large/ primary) distal side; failed dry leak test; insertion tube bubbling; umbilical cable buckle at umbilical connector side; failed wet leak test; customer complaint confirmed; distal cap missing silicone; primary operation channel resistance; hole in # 2 remote control button cover. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 22/nov/2017. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; operation channel; adjusting collar; angle wire; bending rubber; segment attaching screw; insertion flexible tube; segment assy attaching screw; rl pulley assy; ud pulley assy; remote control button(1); light guide cable; distal case/cap; side cover retaining; lg-column/side-cover holding screw; a/w supply tube retaining collar; deflector body attaching screw.